Event description:
Patient had a birmingham surface replacement arthroplasty approximately 5 years ago. Planned to have opposing hip done. Physician had metal ion levels drawn prior to surgery and sent to mayo clinic x2. They showed elevated metal ions of over 150 and chromium of over 130, suggestive of catastrophic failure and related to the birmingham.